Event description:
Caller reported a cgm error code 42, and after resetting the pump as instructed by technical support, the error persisted with code 40. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was guided to use mdi as a backup therapy to ensure insulin delivery continued uninterrupted. The problematic pump was to be returned using a pre-paid label provided by the technical support within 10 days.